Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected low suspend. Blood glucose value was 14.8 mmol/l and the sensor glucose value was 3.3. Insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was 3.1 mmol/l. Troubleshooting was performed and the device will be replaced but not returned.